Event description:
It was reported that, on (B)(6) 2013, one 2.5x18 xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery for unstable angina. More than one year later, on (B)(6) 2014, the patient went to the hospital for the 13 month follow-up visit and coronary angiogram was performed. The patient did not have angina and did not have ischemic symptoms. There was no stenosis in the mid lad xience stent, but stenosis was found within 5 mm of the index lesion in the proximal lad. The stenosis was treated successfully with a cutting balloon and a 3.0 x 12 mm xience xpedition. There was no adverse patient sequela. The physician's comments: "this progression of the stenosis was an exacerbation of a pre-existing condition. I think that patient lifestyle and the patient constitution influenced the progress of stenosis. However, there is possibility that the deployed stent and/or used device in index procedure excited the lesion because the lesion is proximal to the deployed stent. Thus, it cant be denied the relationship between the xience xpedition and the event." No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.25 x 15 mm nc trek; other: aspirin 100mg/day continuing; clopidogrel 75mg/day continuing. There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.